Event description:
Patient revised to address loose tibial component. Surgeon suspects perhaps a bad lot of cement due to three failures of the same lot of cement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.